Event description:
Expecting to find 10 raytec in pack and found only seven. Raytec is a countable item and comes in 10 pack always. Manufacturer response for raytec, lap gastric pack (per site reporter): will start qa process. Will send the hospital the steps for starting the process.